Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure: transforaminal lumbar interbody fusion (tlif) it was reported that the patient presented with protrusion of lumbar inter-vertebral disc. Intra-op, the set screw slipped. The product came in contact with the patient. No patient symptoms or complications were reported as a result of this event.